Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported infusion line at the junction of the air line have come apart and the eye went soft. Additional information has been requested. However, none has been received till date.

Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack. Therefore, the device history records traceable to the reported procedure pack could not be reviewed. The customer reported, that the cassette came apart during surgery. No sample has been returned for evaluation. Therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established, as a sample has not been received. And the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified, that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).